Manufacturer narrative:
Patient codes: 1770 labeled 1802 labeled. Internal file number: (B)(4). Correction: patient code 2199-labeled na - removed. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: the procedure was to treat functional mitral regurgitation. Although the clip delivery system (cds) was stuck in the patient, the patient remained stable during and post clip procedure. Approximately 4 days post-surgical intervention, the patient died. Per the physician the patient was noted to be a high surgical risk. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported issues could not be tested as the device was returned in a condition that could not be tested. A broken mandrel was noted. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of stroke and death as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported entrapment of device or device component was a cascading effect of the actuator mandrel break as the device could not be removed. The investigation determined the noted broken mandrel appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the failure to deploy and surgical removal. It was reported this was a mitraclip procedure performed to treat grade 3-4 mitral regurgitation. The mitraclip delivery system (cds) was advanced and the clip placed central medial. Deployment was initiated, but the clip did not separate from the delivery system. The device was manipulated and something on the delivery system broke. The device could not be removed from the patient, so the patient was sent to surgery for device removal. After the surgical procedure, the patient had a stroke. The patient died during the weekend following the surgery. No additional information was provided.